Event description:
It was reported the customer had miscalculated their bolus, causing a low blood glucose of 54 mg/dl. The customer was advised to drink juice to correct their low blood glucose. Customer's blood glucose rose to 96 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).